Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing ongoing, intermittent high blood glucose (bg) levels (200-350 mg/dl) and an insulin injection would be administered to address the bg level. The customer reported that the high bg would occur after a new infusion site was inserted and remain elevated for a few hours. The customer reverted to using another method for insulin therapy. As the customer was not using the pump at the time of the report, tandem technical support advised the customer to discuss the high bg events with a healthcare provider. The customer acknowledged the advice.